Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was inserted into the insertion sheath, placed in the patient's body, and was locked. However, as the angio-seal device and the insertion sheath were not securely locked, the angio-seal device came out of the insertion sheath when the angio-seal device was withdrawn. The angio-seal device was then reinserted into the insertion sheath to continue the procedure. Hemostasis was successfully achieved by the angio-seal device without replacement. The blood loss was less than 250cc's. There was no patient injury and/or require medical or surgical intervention. The procedure before deploying the device was thrombus aspiration. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with the angio-seal product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath and carrier tube separated during rear-locking as the components were not securely connected. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).